Manufacturer narrative:
Insulin pump received with cracked reservoir tube lip and broken battery tube threads. The test infusion set and reservoir does lock into place. .

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family member reported via phone call that there was a crack on the side battery side of the insulin pump, piece missing and cannot lock the battery cap. The customer¿s blood glucose level was 340 mg/dl. Customer states the insulin pump had cosmetic damage. Customer stated the scratch was not on the lcd screen. The customer also reported that the reservoir lip ring was damaged. The customer reported that the reservoir was unable to lock in place when inserted into insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.